Manufacturer narrative:
(B)(4).

Event description:
Procedure: colectomy. According to the rptr: the customer reports that after use, the surgeon found it hard to remove the stapler. He checked the anastomosis under colonoscopy. Surgeon performed a temporary ileostomy. Approx 1cm of rectal mucous tissue loss occurred. Surgical time was extended more than 30 mins.